Event description:
It was reported that the radio frequency (rf) head and the programmer would not interrogate a device. The rf head was replaced and there was still no telemetry. The service diskette was run on the programmer, and then telemetry was working. It was also noted that the programmer was used in and around the magnetic resonance imaging (MRI) equipment in the clinic. The rf head was returned. Further follow up did not yield any additional information. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no programmer serial number was provided, it is unknown if this event has been previously reported. Without a programmer serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no programmer serial number was provided, it is unknown if this event has been previously reported. Without a programmer serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): analysis confirmed the reported event, telemetry testing failed due to the cable being out of mechanical specification.